Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer had not reported the symptoms. The customer was treated with injections. Customer¿s stated 423 mg/dl and took a correction and 30 mins later blood glucose shot down 177 mg/dl. She changed site and she tested and she was 270 mg/dl and she checked 2 hours later and blood glucose was 400 mg/dl customer declined troubleshoot for high blood level caused by damage to pump customer was assisted troubleshoot for bumped/dropped/cosmetic damage. Customer reports damage to the drive support cap. Customer reports the drive support cap is flush. The product was returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.